Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2023. During the procedure, they deployed four bands; however, when the scope was pulled out, it was noticed that only one band was actually deployed. Another speedband superview super 7 was used; however, "the wire got caught in the large crevice on the drum" and they were not able to deploy any bands or fix the wire. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was unable to be secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit.".

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 was not returned; therefore, product analysis could not be performed. However, based on the event description and information provided by the customer, the reported event use of device issue - user error was confirmed. The reported event of bands unable to deploy was not confirmed since the device was not returned and there was a lack of objective evidence. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured in the slot on the handle unit; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU)/product label, "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to the inability of the device to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.